Manufacturer narrative:
Visual evaluation: visual analysis of the photographs two devices appear to be intact, they are not identified by the explanted side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Physician reported capsular contracture baker grade iii as well as breast bottoming out. This relates to the left side. Device has been explanted.